Event description:
The facility reported a faile code 500. The hospital representative stated that there have been no reports of any patient incident involving this pump snce the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported conditon of faile code 500 was confirmed. A corrective and preventative action has been initiated.